Event description:
As reported, during procedure, the first valve was positioned in the native annulus, however, during deployment, it embolized slightly into the mpa and was unstable. Firstly a reliant balloon was used to over expand the valve then a covered cp stent was placed inside it to stabilize the whole valve and finally, a new valve was deployed inside the stent. Patient woke up uncomplicated and was discharged.

Manufacturer narrative:
Device remains in patient. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Lessthansevere and nonuniformly distributed calcification of the leaflets, inaccurate measurement of the landing yone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on preprocedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device remains in patient.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in pulmonic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate the combination of overfilling, extra foreshortening and undersizing the annulus caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by our affiliates in australia, it was a 23mm sapien 3 ultra case in pulmonic position by transvenous approach that required a second valve. During procedure, the first valve was positioned in the native annulus, however, when starting to be deployed in the intended position, it moved slightly into the mpa and was unstable due to combination of overfilling, extra foreshortening and undersizing the annulus. Firstly a reliant balloon was used to try over expand the 23mm s3, then a covered cp stent was then placed inside it to stabilize the whole valve and finally, a 26mm s3 was then deployed inside this stent. Regarding the patient symptoms during the event, patient was under general anesthesia, woke up uncomplicated and was discharged a few days later. No use error or any device malfunction/difficulty using the device during the case was reported. As per medical opinion, the root cause of the event was under sizing of the original 23mm s3 with no calcified/stented landing zone